Manufacturer narrative:
This medwatch is submitted to report additional information and to send the result of the investigation. The product was received by manufacturer on october 12th 2017 : visual & functional examination shows no particular issue. Additional information was received on april 23rd 2018 : the institute/hospital where event occurred is (B)(6). Reporter confirmed that it was a two level implantation. Regarding surgical steps involved, the device was loaded onto the inserter and placed in the front disc space. Disassembly happened before malleting implant into place : the implant became separated from the peek holder during positioning of the implant. According to reporter, surgical technique was followed in every steps of this case. No delay of more than 30 min has been reported. The surgery was completed successfully with another implant of the same size. From information provided, based on the product history records, the evaluation of the product and the recurrence of this type of event for this implant, the likely cause for the event is an excessive screwing while loading of prosthesis on inserter. Indeed, overtightening the inner rod that secures the implant-locking nut to the implant inserter will unscrew the locking nut from the peek holder and disassemble the device. The mobi-c surgical technique warns to stop threading (the inner rod) as soon as full contact is achieved in order to avoid opening the disposable implant holder and releasing the implant. The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed).

Event description:
Mobi-c p&f us : disassembly. Implant fell apart before placement. Update on 23th april 2018 : according to the reporter : this was a two level implantation. With the implant already loaded onto the inserter, the implant was placed in the front disc space. Before malleting implant into place the implant became separated from the peek holder during positioning of the implant the surgery was completed successfully. The same size implant was used surgical technique was followed.

Manufacturer narrative:
Device not yet received my manufacturer.

Event description:
Mobi-c p&f us : disassembly. Implant fell apart before placement. Implant was sent to manufacturer but not yet received. Three requests were sent to have additional information about the event (on the 07 aug ; 23 aug & 30 aug 2017).